Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and no delivery tests could not be performed because of the prime anomaly. However, the insulin pump passed the displacement test.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 115 mg/dl at the time of the event. Troubleshooting was performed. The displacement test passed. Nothing further was reported.